Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the 8100 module failing the patient side occlusion test could not be determined during the customer call. Tech support advised biomed to run the analog sensor task using asm and compare the voltage readings with and without the IV line. Both measurements were within the 0¿5 range. Based on these results, tech support recommended replacing the pressure sensor. Biomed confirmed they will proceed with the replacement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8100 failed patient side occlusion test. There was no patient involvement.